Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that she felt a lump in her throat and had some hoarseness a week after vns implantation. The patient also reported that her throat was swollen and she had a sore throat following her implant. At the time of these events, the vns had not yet been turned on. Per the surgeon's assessment, these were normal post-surgical sensations and at the post surgical clinic visit, the patient reported the hoarseness was nearly gone. She did not report any continued lump in the throat sensation. It was reported two years later via clinic notes received by the manufacturer that the patient's vns surgery was complicated with vocal cord paralysis and that the patient reported increased hearing difficulty in the left ear from the surgery. No known surgical intervention has occurred to date. No additional relevant information has been received to date.